Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump had stopped insulin delivery on several occasions. Tandem technical support reviewed the t:connect data and it showed that the pump was placed into shelf mode and was not being used. Additional information received indicated that the pump now appears to be delivering insulin and the customer was to try a different infusion set. There was no reported impact to the customer's blood glucose level.